Event description:
On 7/26/2024, it was reported by an arthrex subsidiary employee via email that an ar-8825b mini bio-pushlock eyelet came off the inserter. The case was completed using a new ar-8825b mini bio-pushlock. This was discovered during a tfcc repair procedure on (B)(6) 2024. The case was not delayed, and the patient suffered no harm. Additional information received on 8/1/2024: pushlock eyelet broke off in the patient and it was successfully retrieved

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misalignment and/or prying/leveraging the device during insertion.